Event description:
During a remote follow-up, high capture threshold and high pacing impedance was observed on the right ventricular (rv) lead. The physician suspects it's related to lead encapsulation or another physiological change. No intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated x-ray imaging was performed and there were no anomalies observed.